Manufacturer narrative:
Draeger is still investigatin the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a pt was being monitored for atrial fib and receiving medication to convert rhythm. The heart rate noted on the draeger monitor showed a rate of 98 but actual heart rate when reviewed manually was 130. There was no pt injury reported. Draeger reference number: (B)(4).